Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump emitted unexpected blood glucose (bg) check alarms, and when the bolus history was reviewed, records for bolus deliveries of 0 units out of 0 units were present. The recorded bolus deliveries were allegedly not programmed into the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on properly with audible tones and vibration. The rewind, load, and prime steps were completed successfully. A 1 unit per hour basal program was set, and the pump was exercised for 24 hours. No bolus deliveries were recorded during the exercise. No alarms were emitted. The complaint was not duplicated, and no defect was found.